Manufacturer narrative:
The "date of event" and type of injuries have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges consumer was backing into an elevator when the seat broke off of the chair and consumer fell out of device.

Manufacturer narrative:
The device was returned and evaluated. The device evaluation concluded that the alleged incident was due to improper maintenance and abuse.

Event description:
Alleges consumer was backing into an elevator when the seat broke off of the chair and consumer fell out of device.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges consumer was backing into an elevator when the seat broke off of the chair and consumer fell out of device.